Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire was received in two fragments and the polytetrafluoroethylene (ptfe) coating was scrapped closed to the fracture site. Magnified examination of the fracture site showed the core wire was fractured and the guidewire was kinked. It appears that the guidewire separated due to kinking; likely due to some procedural factors encountered during use. From the condition of the device, the functional test could not be performed. Additional information provided by the customer indicated that guidewire was inspected and confirmed to be in good condition after unpacking and during preparation, the guidewire was prepared per the device direction for use (dfu) instructions and slight resistance was encountered while removing the guidewire from the dispenser hoop. Based on the condition of the fracture and the scrapping of the ptfe coating, it appears that the other anomalies (fracture and ptfe peeling) noted during the device analysis were caused by excessive manipulation during the procedure. Therefore, a cause of 'handling damage" has been assigned to the analyzed codes "guidewire broken" and "guidewire ptfe coating peeling".

Event description:
Analysis of the returned device revealed that the subject device was received in two fragment and the polytetrafluoroethylene (ptfe) coating was scrapped closed to the fracture site. There was no clinical consequence to the patient as a result.